Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bending during use and needle breaks off during use on lot # 8302683. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8302683. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It has been reported that the syringe 1.0ml 31ga 8mm ufii 10bag 500cs has been found with the cannula breaking off during use. The following has been provided by the initial reporter: it was reported that needle is bending and sometimes breaks off during injection. Verbatim: consumer reported needle bends in the vial and during injection and sometimes breaks in the injection site. No medical attention, consumer uses tweezer or fingers to remove the needle when it breaks off into the injection site. She stated that she tries to straighten the needle when it bends. Does not re-use, samples have been discarded. Lot # 8302683, product # 328418, exp 11-30-2023, occurrence date unknown.